Manufacturer narrative:
Batch review performed on 13 january 2026: gmk-revision 02.07.0220scf fixed tibial insert semiconstrained s.2 / 20 mm (k103170) lot 2317384: (B)(4) items manufactured and released on 11-sep-2023. Expiration date: 2028-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Gmk-revision 02.07.0220scf fixed tibial insert semiconstrained s.2 / 20 mm (k103170) lot 2118827: (B)(4) items manufactured and released on 23-feb-2022. Expiration date: 2027-jan-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient underwent an initial knee replacement of unknown details, including implant type and hospital. On (B)(6) 2025, the spacer was removed and medacta revision implants were implanted (reason unknown). Due to persistent infection, a first poly insert exchange surgery was performed on 2(B)(6) 2025 (02.07.0220scf, lot 2317384), followed by a second exchange on (B)(6) 2026 (lot 2118827) for the same reason. A new insert of the same size was implanted. No implant defects, loosening, or sizing issues were identified. Infection with suspected biofilm on the liner. The patient has severe comorbidities, including bmi 44.1, with potential risk of amputation.